Event description:
It was reported that during preparation for a coronary artery stenting treatment procedure, stent damage occurred. While prepping the 16x2.25mm liberte monorail coronary stent delivery system (sds) and before it was flushed, it was found that the stent mounted on the balloon was deformed at the distal portion. The device never entered the pt and no pt complications were reported.

Manufacturer narrative:
.